Event description:
It was reported, the pt is no longer receiving adequate coverage. It was also reported, the pt is receiving stimulation in an unintended area. Reprogramming was unsuccessful. An impedance check revealed no anomalies. The pt¿s physician ordered a CT scan to assess the location of the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.